Manufacturer narrative:
Event date: (B)(6) 2011.

Event description:
A report was received that the patient was experiencing pain in her left hip from the ipg and has not been able to charge. The patient also reported that the stimulator turns itself on at the highest setting and she is unable to walk or talk when this happens. The patient has quit using the stimulator at this time and would like to be explanted. No further information can be obtained as this was reported anonymously.